Event description:
It was reported that the rotawire and rotapro became entrapped with each other. The moderately tortuous and severely calcified lesion located on the coronary artery. A rotapro 1.25mm and a rotawire were selected for treatment. During removal both devices became stuck together while inside the patient. Both devices were removed together as one unit. The procedure was completed with another same device. No patient complications were reported. The patient status was good post procedure. It was further reported that there was no resistance during advancement. Observed maximum rotational speed was 200,000rpm. The device did not stall prior to becoming stuck.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The rotawire from complaint was received with the rotapro device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the coil was stretched. The returned rotawire was not able to be removed from the device due to the stretched coil. Therefore, functional testing using the returned rotawire or a test rotawire could not be performed.

Event description:
It was reported that the rotawire and rotapro became entrapped with each other. The moderately tortuous and severely calcified lesion located on the coronary artery. A rotapro 1.25mm and a rotawire were selected for treatment. During removal both devices became stuck together while inside the patient. Both devices were removed together as one unit. The procedure was completed with another same device. No patient complications were reported. The patient status was good post procedure. It was further reported that there was no resistance during advancement. Observed maximum rotational speed was 200,000rpm. The device did not stall prior to becoming stuck.

Event description:
It was reported that the rotawire and rotapro became entrapped with each other. The moderately tortuous and severely calcified lesion located on the coronary artery. A rotapro 1.25mm and a rotawire were selected for treatment. During removal both devices became stuck together while inside the patient. Both devices were removed together as one unit. The procedure was completed with another same device. No patient complications were reported. The patient status was good post procedure.